Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of blade malfunction could not be reproduced. Product passed functional and high speed testing (100-10,000 rpms) for 5 minutes each in forward, reverse and oscillate directions. Unit passed functional tests on the dii and dii eip test control units with footswitch. Mdu was tested with 3 different types of blades with no problem. Blade malfunction did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use revealed the following warnings and precautions related to the reported failure: 1) periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. 2) do not operate the handpiece in the open air for an extended period. Lack of irrigation may cause the motor or blade to overheat and seize. A review of risk management files found that the reported failure was documented appropriately.

Event description:
It was reported that during a knee joint surgery the blade made a grinding sound when turned on and shot out metal shavings into the patient's joint. Smith and nephew back-up device was used to complete the surgery. No other complications or significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.